Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10178. The pt received two scs systems on (B)(6) 2011 consisting of two ipgs (different lots), 4 quattrode leads, one surgical lead, 4 lead anchors and two lead extensions. It was reported the pt injured her ipg pocket site when getting out of her car, resulting in bruising and pain around the site. It was also reported the pt feels a chocking sensation at the ipg site when stimulation is turned on. The leads were tested for impedance values and there were no anomalies noted. The manufacturer was attempted to obtain a status update regarding the next course of action for the pt; however, no further information is available. It is unclear which ipg was implanted at the affected site; therefore, two reports will be submitted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.